Event description:
The customer reported an instrument leak when using the coulter act diff 2 analyzer. The leak was blue fluid of approximately 4 ml and was not contained. The operator was wearing gloves when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Field service engineer (fse) evaluated the instrument and identified clenz was leaking from top of the waste line where it connects to the bottom of the rbc (red blood cell) bath assembly. The tubing (going through lv15) was slightly loose and clenz reagent was leaking during a shutdown cycle. The fse replaced the tubing and verified instrument performance. Identified failure mode: failure mode is related to loose tubing going through lv15. No erroneous results were associated with this event. Upon recur of the failure mode identified; it is likely to impact rbc and plt (platelet) parameters due to dilution error from improper rbc bath drain. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).